Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set ¿finished its infusion too late¿. There was no report of patient injury or medical intervention associated with this event.